Event description:
It was reported that the patient¿s implant had not worked for years. It was stated that the patient was told years ago by the manufacturer representative that it ¿short circuited the wire.¿ it was also stated that the implantable neurostimulator (ins) jolted the patient in the wrong spot. The patient was not getting relief and it was uncomfortable. The patient turned stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3889-28, lot# v266139, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v266139, implanted: (B)(6) 2009, product type: lead. (B)(4).